Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. One week after reopening, the implant was very mobile. Insertion torque 30 ncm.